Manufacturer narrative:
Section a4, a5, a6: unknown/asked but not provided. Section b3: date of event: exact date unknown/not provided. Provided as one week after the original date of operation. Section d4: serial number: unknown, as information was not provided. Provided as (B)(6), model zcu225 24.5d instead of a zcu225 25.0d. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from the patient's left eye due to a refractive surprise and blurry vision post surgery. Another johnson & johnson lens, model zcu225 24.5 diopter was successfully implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The patient is stable post-operatively. The lens is not available for evaluation. No additional information was provided.

Manufacturer narrative:
Corrected data: upon reviewing the initial MDR, it was noticed that section h3 was inadvertently addressed inappropriately. Therefore, this supplemental filing is to correct the comment that a review of the device history record and complaint trending for this device will be performed. As the serial number was not provided, unable to perform a device history record and complaint trending for this device. Additional information: device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Should material be returned an evaluation will be performed and if there is any further relevant information a supplemental medwatch will be filed. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.